Manufacturer narrative:
H3: product ID# 37602 s/n:(B)(6), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to replace the right implantable pulse generator (ipg), the new battery was tested and found to have high impedances (over 40,000) on contacts zero and three. Impedances were checked multiple times on both the old and new batteries, with high values consistently observed on contacts zero and three. To rule out a defective generator, a second new battery was opened and tested; however, high impedances persisted on the same contacts. The patient¿s battery was programmed using contacts one and two, which had normal impedances. The issue was resolved by using the functional contacts, and no further information is available from the healthcare professional. The event occurred during the ipg replacement procedure. No patient complications have been reported as a result of this event.